Manufacturer narrative:
The lot was manufactured from 05/30/18-06/20/18. One (1) actual device was received for evaluation. Visual inspection was performed and identified white residue on the cannula of the quick fill hood. The particulate was further analyzed and found consistent with loctite. The reported condition was verified. The cause of the condition was related to the manufacturing process. Two (2) devices were not returned; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5080928 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed on the blue needle of three (3) duploject easy prep devices. The pm was further described as ¿toothpaste texture stuff¿ like a calcium deposit. The pm was observed prior to patient use. There was no patient involvement. No additional information is available.